Manufacturer narrative:
The device involved in the event has not been returned; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that medtronic flow diverter did not open in the distal segment during the procedure. It was reported that device would not sit correctly in vessel, ribboning of the device (elongated and not conforming to vessel). The flow diverter was withdrawn from the catheter but detached in hub from delivery system. The flow diverter was secured, but the catheter and delivery system were thrown away. The patient was undergoing coiling treatment for a small ruptured saccular left internal carotid artery aneurysm, measuring 4mmx3mm. Landing zone distal 3.7mm proximal 4.6mm. The vessel was observed severely tortuous. There were not any patient symptoms or complications associated with this event. The patient¿s blood flow was normal. No patient injury was reported. Reported device and any accessory devices were prepared as indicated in the IFU. Yes, dapt (dual antiplatelet treatment) administered. The procedure was not completed, and retreatment was planned on (B)(6) 2019 fubuki 8f, navien 058 a896143, phenom 27 ju19-043 x2.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the pipeline flex with shield braid returned without the pushwire. The distal and proximal ends of the pipeline flex with shield braid appeared to be fully opened and moderately frayed. No other anomalies were observed. Based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the distal end as distal and proximal ends of the pipeline flex with shield braid were found fully opened and moderately frayed. However, the root cause could not be determined. The damage to the braid on the ends of the pipeline flex with shield is likely the results of the physician re-sheathing the device more than recommended two times. It is likely that the patient tortuous anatomy may have contributed to the failure to open issue. Per our instructions for use (IFU), the user should: ¿begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex with shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex with shield embolization device. Re-sheathing the pipeline flex with shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.